Event description:
This supplemental report is being filed to include additional information.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that prior to implant, this pacemaker recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was noted the device was exposed to cold temperatures. The device was not implanted. There was no patient involvement.